Manufacturer narrative:
The returned catheter was inspected and tested and found to pass all safety and performance tests. Investigation revealed that the cause for the catheter failure was saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Event description:
It was reported that the "us" was displaying poor image. The caller stated that the catheter looked kinked near the transducer on fluoro. The caller also stated that there was concentric ring artifact. The catheter was replaced and the issue was resolved. The procedure was continued.